Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing the transmission, non sustained lead noise episodes were confirmed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.